Event description:
It was reported that the ilet insulin pump¿s display screen was cracked while the device remained operational, and a replacement ilet was shipped with instructions to power down the original unit and return it using the provided shipping label. Symptoms included no reported adverse health effects. Outcomes included no impact to clinical status, and the user was advised that device data would not transfer to the replacement and that cgm use could continue via the dexcom app or receiver, while libre 3+ users would need to replace the sensor at startup of the new ilet. Investigation included review of the reported physical damage and coordination for return of the damaged unit. Investigation of this device revealed external physical damage to the display assembly with preserved device function, consistent with product damage from handling rather than an internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.